Event description:
Event description boston scientific, crm received information that this left ventricular (lv) pacing lead was unable to be successfully implanted. A coronary venous perforation occurred during lead placement, which did not result in tamponade. A small amount of pericardial fluid was noted, however there was no hemodynamic effect. As a result, additional attempts were made to place the lead; however, it was removed due to the inability to adequately place the lead in the anterior lateral branch. The lv lead port on the cardiac resynchronization therapy defibrillator was capped, and the patient will be reevaluated at a later date for a possible lv lead implant.